Event description:
It was reported that during a laparoscopic cystectomy procedure, the doctor was using the device when after forty minutes they heard a solid tone. After looking at the device more carefully, they noticed the white non active pad was no longer attached to the device and had fallen off. They could not locate it and do not know whether it was left in or out of the pt. Another same like device was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: the device was returned with the tissue pad melted and partially detached. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them, and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.